Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02441. It was reported that the patient was experiencing ineffective therapy as a result of both leads migrating. Surgical intervention was undertaken in which the leads were explanted and replaced to address the issue.